Event description:
It was reported that the pump emitted multiple loss of prime warnings. The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor was found to be out of calibration. The keypad buttons were found to be unresponsive. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor was found to be out of calibration. During evaluation the pump was rewound and during the load step loss of cartridge detection occurred. The keypad buttons were found to be unresponsive. The keypad was removed and contamination was observed under the button contacts.